Event description:
It was reported that four (4) pump modules displayed a sensor failure error message (error code:245.3020). The customer indicated on the 4th pump module, d, blood was being administered. The infusion was packed red blood cells, 350 ml, with the infusion starting at an infusion rate of 60 ml/hour and going up to 150-200 ml/hour. Initially, an air in line alarm was going off. To fix this issue, the door was opened, and then the error message occurred. The 3 other pump modules were functioning before this. In module b there was an infusion of norepinephrine actively running. The customer tried to set up the blood infusion in one of the other modules. When the door was opened on each of the other 3 modules, the same error message occurred. A new pump system was brought into the patient's room and the blood and norepinephrine infusion were programmed to run on the new system. The event occurred between 10:14 and 10:23. The reported event at 11:20 was the hospital biomed reproducing the issue once. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of "sensor failure" error messages (error code: 245.3020) on four (4) pump modules was observed during the log review but could not be replicated during testing of the suspect pump modules. Thorough laboratory testing of the four (4) suspect pump modules confirmed their performance was within specified parameters, with no errors or malfunctions detected during testing. Inspection of the four (4) suspect pump modules, both externally and internally, did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from the pcu and pump modules were retrieved to determine the details of the reported event, which the facility indicated occurred on (B)(6) 2025 between (B)(6). A review of the pcu error log showed records consistent with the reported complaint. Error code 245.3020.0, associated with the pump door sensor subsystem, was recorded on all four (4) suspect pump modules at the following times: s/n (B)(6), s/n (B)(6), s/n (B)(6) the following table shows the events starting from (B)(6) 2025 at 10:12 am, a few minutes before the first channel malfunction alarm was triggered, through 10:25 am, when all four pump modules were powered off. This review includes simultaneous activity across the four suspect pump modules involved in the reported event. At 10:12 am, pump module s/n (B)(6) was infusing and triggered an air in line alarm. At that time, pump modules s/n (B)(6) were idle, while s/n (B)(6)was actively infusing. At 10:13 am, s/n (B)(6) was programmed with a rate of 170ml/hr and a vtbi of 9.281ml; the infusion started with a cumulative pvi of 613.433ml. Immediately afterward, another air in line alarm was triggered, with a pvi of 613.693ml. At 10:14 am, pump module s/n (B)(6) triggered a channel malfunction alarm (245.3020.0), stopping the infusion. At 10:15 am, pump module s/n (B)(6) also triggered a channel malfunction alarm, stopping the infusion with a pvi of 368.681ml. At 10:16 am, pump module s/n (B)(6) triggered the same alarm, followed by the channel off key being pressed. At 10:18 am, after being powered back on, pump module s/n (B)(6) triggered the channel malfunction alarm again with a pvi of 1069.86ml. Between 10:18 am and 10:23 am, pump module s/n (B)(6) was reprogrammed with a dose of 0.06 mcg/kg/min, a rate of 25.2562 ml/hr, and a vtbi of 44.342ml. The infusion started with a pvi of 370.296ml. Subsequently, the pause key was pressed, and a channel malfunction alarm (245.3020.0) was triggered, stopping the infusion at a pvi of 372.095ml. At 10:25 am, all four pump modules were powered off. A channel error message on the bd alaris¿ system indicates a hardware or software issue in the affected channel. The channel stops operating, but other channels continue functioning. Press confirm to silence the alarm and continue with unaffected channels. Replace the affected module and, if needed, use the restore function on any reconnected channels. Tag the module, describe the error, and return it to your facility¿s biomed department. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant point of care unit module s/n: (B)(6). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue involving "sensor failure" error messages (error code: 245.3020) on four (4) pump modules could not be conclusively determined. The error was observed during the log review; however, it could not be replicated during laboratory testing. All returned devices were fully evaluated, and no issues or anomalies were identified that could be directly linked to the reported event. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that four (4) pump modules displayed a sensor failure error message (error code:245.3020). The customer indicated on the 4th pump module, d, blood was being administered. The infusion was packed red blood cells, 350 ml, with the infusion starting at an infusion rate of 60 ml/hour and going up to 150-200 ml/hour. Initially, an air in line alarm was going off. To fix this issue, the door was opened, and then the error message occurred. The 3 other pump modules were functioning before this. In module b there was an infusion of norepinephrine actively running. The customer tried to set up the blood infusion in one of the other modules. When the door was opened on each of the other 3 modules, the same error message occurred. A new pump system was brought into the patient's room and the blood and norepinephrine infusion were programmed to run on the new system. The event occurred between (B)(6) the reported event at (B)(6) was the hospital biomed reproducing the issue once. There was patient involvement but no harm.